Event description:
It was reported that the patient experienced increased spasticity. The patient's pump dosage was increased, but the therapeutic effect continued to diminish. The hcp did several dye studies (dates not reported) with perfect intrathecal column results; no dye leaks showed along the catheter; and dye release was correct at the catheter tip. A rotor study was done (date not reported) and it was reported as "good". The correct amounts of drug remained in the pump at refills, but at the patient's efficacy was reduced to almost "nil", even at pump doses of 800 mcg/day. The hcp did a lumbar puncture of 100 mcg of baclofen and the patient had a marked, excellent response to that. The hcp was suspicious of "oozing" or a "micropore effect" of the catheter. The pump was due for replacement. The pump and catheter were replaced. The patient recovered without sequela. The pump was programmed to deliver lioresal. The concentration was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.